Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system¿s emergency stop activated on its own. Upon troubleshooting, rse found that the issue was due to power supply (r-cabinet scc) output problem as the f5 circuit-breaker disarmed. To resolve the issue, rse altered the x215 output to output x216 and rearmed the f5 circuit breaker. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's emergency stop activated on its own, preventing use. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.